Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2023, the pregnant patient experienced hypoglycemia, would hardly walk and was about to lose consciousness. The cgm was reportedly reading high and a finger stick reading was unable to be checked during this time. Her husband drove her to the emergency room. Upon arrival, the patient was initially provided medication for heart burn as the medical staff thought the patient was having a stroke. Then the patient's symptoms did not subside, the nurse checked the patient's bg with a meter and it was 43 mg/dl. The patient was provided a can or orange juice and after 20 minutes, the patient felt better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.